Event description:
I had 4 omnipod 5 pods fail in a 3 week period. The first failure, which was when the canula came out of the skin in spite of the pod being firmly attached by the adhesive, occurred on the date listed and ended up with a hospitalization for dka(diabetic ketoacidosis). Two days after being released from the hospital, I had a pod that just shut itself down and quit working. There was no hospitalization but the discomfort of feeling terrible with the blood glucose becoming elevated to over 400 before the cause could be discovered and the pod replaced was unacceptable. Then a few days after that I had the canula come out of the skin again resulting in a blood glucose in the 400s before it could be rectified. Finally, on saturday august 3, after putting a new pod on that morning, the pod once again shut itself down after a few hours. Unfortunately, I was on my way to visit my uncle who lives an hour and a half away. I did not take any extra supplies or even a glucometer because I had just put the pod on that morning and it was working initially. By the time I got to my uncle's house, my sugar was 500. I used his glucose to check it. I was unable to contact my doctor because it was a weekend. The emergency room where he works refused to help and told me to go to the emergency room . My grandma remembered that insulin can be bought over the counter and went and got some, of course, my insurance wouldn't pay for it. It was a different type of insulin than what I use in the pod, but grandma figured out the dose and did not have to take me to the hospital. I have severe down's syndrome and was traumatized by my trip to the hospital just a couple of weeks before this. I did feel bad for 2 days after this most recent episode. Grandma contacted the manufacturer of the pod, which is the insulet company and they acted like it was no big deal. Grandma looked up the failure rate of these pods and it is (B)(4). How does something with a (B)(4) get approved by the FDA? If 1 out of every 4 airplanes taking off were going to have some kind of a major failure, would anyone fly? Ref reports: mw5158329, mw5158331, and mw5158332.